Event description:
It was reported that during a laparoscopic median arcuate ligament release, error code e402 was generated immediately during routine activation while transecting the ligament. Reactivation was necessary, sometimes multiple regrasp alarm or alert occurred. There were issues with energy activation and sealing, including inadequate or partial sealing despite evidence of energy delivery and end tones being heard. Bleeding of 250 ml was observed after cutting, even though the seal showed evidence of energy delivery. The tissue involved was a normal ligament bundle, and the jaws were cleaned several times during the procedure. Procedure was completed using sonicision. Blood transfusion was necessary due to bleeding.

Manufacturer narrative:
Additional information: a2 (date of birth), b1, b2, b5, d3 (MFR name and street 1), g3, h1. New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf5637, ligasure lf5637 retractable l hook (lot #: 50360361x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic median arcuate ligament release, error code e402 was generated immediately during routine activation while transecting the ligament. Reactivation was necessary, sometimes multiple regrasp alarm or alert occurred. There were issues with energy activation and sealing, including inadequate or partial sealing despite evidence of energy delivery and end tones being heard. Bleeding was observed after cutting, even though the seal showed evidence of energy delivery. The tissue involved was a normal ligament bundle and the jaws were cleaned several times during the procedure.